Event description:
It was reported a fluid leak occurred. A rotapro 1.75mm was selected for treatment of the target lesion which was severely tortuous and 60% stenosed. During preparation for the procedure, the physician noticed a hole where saline was leaking out near the proximal end of the device. The device was replaced and another was used to successfully complete the procedure. There were no patient complications.